Event description:
Pt's mother reported when the rn was priming the tubing for infusion that they received an error message on the curling pump moog 6000cms sn (B)(4) exp date 06/05/2018 the motor stalled the rn was unable to continue to prime the tubing. The rn used the pump that was previously in the home for infusion. Pt's mother did not indicate if the manufacturer could contact the mother. No side effects from pump malfunction, pt received infusion using the pump that was in the home. Zevex inc. (B)(6). Dates of use: (B)(6) 2016 to ongoing. Reason for use: morquio a mucopolysacchar.